Event description:
It was reported to covidien on (B)(6) 2014 that customer had an issue with a dialysis catheter. The customer stated that leakage was found from the adapter. The catheter was pulled and replaced. Pt involved without injury.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.